Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2019. The original surgery is dated (B)(6) 2019. The reason for revision is reported bone fracture. During the revision, the femoral stem was removed and replaced for a new component.